Event description:
Information was received indicating that a smiths medical pump was presenting with a cassette not attached properly error. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer concern was able to be duplicated. A cassette was attached, and functional test was performed, which failed. It was noted that the downstream occlusion (dso) sensor was non-reactive. Service replaced the (dso) sensor to correct the reported issue. Service also performed a full preventive measure and functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.